Event description:
During percutaneous coronary intervention (pci) of performed on a totally occluded lesion in the distal left circumflex, the balloon ruptured below rated burst pressure and the stent was partially expanded. Therefore, an additional stent was deployed proximal to the initial stent. The lesion was moderately calcified.

Manufacturer narrative:
Three guidewires, runthrough, whisper and neos intermideate, were being inserted to the target lesion, but none of the wires would cross the target lesion. Then a conquest pro 12g guide wire was used and it could cross the target lesion. Pre-dilation was conducted with a 1.3x10mm racross balloon at 10atm and also with another balloon, a 2.5x14mm speeder, at 14 atmospheres (atm) from the distal through proximal end of the target lesion 3 times. Ivus was being conducted, but it could not cross the vessel proximal to the target lesion. Therefore, in order to deliver a 2.5x28mm cypher to the target lesion, it was inserted into an aspiration catheter, a rebirth 7f, for delivery to the target lesion. After that, the aspiration catheter was removed and the cypher was being inflated at the target lesion, the physician confirmed the balloon rupture prior to nominal pressure (12atm). The physician considered the stent had already expanded a little, but was under-dilated. The physician tried to deliver the ivus using the aspiration catheter, but it would not cross the target lesion. Therefore, an additional cypher stent, a 3.0/18mm, was delivered proximal to the 1st cypher and it was implanted proximally with a gap. The procedure was finished successfully. There was no reported pt injury. The product was clinically used and the sds was returned for analysis. In summary, a report was rec'd that a cypher sds was associated with balloon burst. The event involved a female pt of unknown age and medical history. The reason for her admission to hosp was not reported; but an angiogram revealed a lesion in her distal circumflex. This pt's puts her at increased risk for mace. The lesion was described as a cto, 10mm in length, moderately calcified, 100% occluded and non-tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. A difficulty crossing the lesion with a guidewire was reported; but was successful with the fourth product used. The lesion was pre-dilated with two balloons from the distal to the proximal aspect of the lesion. The physician then attempted to use ivus, but was unsuccessful with crossing the lesion with this catheter. In order to facilitate delivery, a 2.50 x 28mm cypher stent was introduced into an aspiration catheter. The lesion was successfully crossed with this method. During inflation of the sds, the balloon ruptured below nominal pressure. The physician felt that the stent was possibly under-expanded at this time and attempted to introduce ivus with the aspiration catheter. This maneuver was unsuccessful and the physician opted to placed a more proximal and overlapping 3.00 x 18mm cypher stent. The stent remains implanted in the pt and is thus not available for evaluation. The sds was returned. Visual examination revealed a balloon leakage at the distal marker band. Sem analysis of the other surface of the balloon material revealed evidence of surface abrasions that might have caused the balloon leakage. It appears that these abrasions were caused during the procedure. In conclusion, the balloon burst complaint was confirmed by analysis. According to the procedural physician, the issue with the balloon did not occur during sds delivery, since it was done through as aspiration catheter. There are vessel and procedural factors that may have contributed to this event. There is no clear indication that this event was design or manufacturing related.